Manufacturer narrative:
During incoming inspection and testing, a leak was found in the biopsy channel due to damage. The universal cord protector on the scope connector side was damaged. The connecting tube was buckling. The objective lens was cracked. The distal end cover was chipped. Due to damage on the nozzle, water removal ability did not meet the standard value. The scope control case unit was scratched. The plug unit was damaged. Due to a cut on the shrinking tube of the forceps elevator, the insulation did not meet specifications. The right/left knob had discoloration. The switch box was scratched. The suction cylinder had no color. The air/water cylinder had no color. The grip had a dent. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿the washing process stops¿. There was no report of patient or user harm associated with this event. The flex video scope was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the air/water nozzle. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.